Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/16/2014 with the following findings: the display screen was found to be dim and discolored. Unrelated to the display screen, the keypad was peeling from the base of the pump. All of the keypad buttons were fully responsive and there was no evidence of contamination underneath the buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2014.